Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis demonstrated 32 cm distal to the is4 connector pin that the wires of the conductor coil were found fractured, which is assumed to be the root cause of the reported high thresholds based on the characteristics of the damages mentioned above, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state in combination with the suture sleeve. However, a thorough root cause analysis of the lead did not show any deviations that might have led to the reported dislodgement. Damages such as a deformed conductor coil 27 cm, 36 cm and 40 cm distal to the is4 connector pin, most likely resulted from the extraction procedure due to applied mechanical forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted due to dislodgement and high thresholds. Patient was asymptomatic. Should additional information become available, this file will be updated.